Event description:
This report pertains directly to poor usability of cpoe devices and emr devices and concerns pt neglect which occurs when nursing and other employees of hosps are distracted from attending to pts while devoting professional time to computerized ordering and record systems. The pt suffering said neglect had sustained a cerebellar and brain stem bleed two weeks earlier, with multiple medical complications. During a period of neglect, the pt fell out of bed suffering closed head trauma with laceration requiring extensive suture repair. There was no exacerbation of the prior bleed based on head CT. There was transient deterioration of neurological function. Bedside care has taken a hit with hit systems. There are reports of pt neglect as an unintended consequence of health care worker devoting focus time to poorly usable computerized records and ordering systems, but to our knowledge, no formal reporting of evidence of this neglect has occurred. Pt falls, especially pts with strokes falling out of bed, is such evidence.